Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the patient had a serious issue now with severe burning pain running from their abdomen where the pump was placed all the way around to their spine following the catheter. The patient was questioning if a leak in medication could cause the severe burning pain throughout their whole lower left side back and stomach. The patient stated that they were going to have their pump checked by their pain management doctor on monday [(B)(6) 2026], but for now they were asking if we had heard of this thing happening before. Additional information received from a patient indicated that they had reached out their pain management team numerous times along with being in the emergency room multiple times. Every time, they heard nothing about the painpump possibly pressing on nerves. The emergency room doctors could never find an answer for such severe pain. The patient stated that they were at their last straw for pain. The paint was left just wondering if any pain pump recipient had gone through this same kind of pain. The patient stated that this was all they were asking if it had ever been brought up about nerve pain under and or around the pump and catheter. Since no doctor had been able to give them an answer they were digging for help and they could not keep living like this. Additional information received from the healthcare provider reported that the patient had been referred to their surgeon to possibly move the pump. They had been having some pocket pain since it was replaced. The cause of the pain had not been determined; they had done some imaging and testing but everything else had been ruled out.